Event description:
Nurse removed 5ml fluid from foley catheter, attempted to remove catheter from bladder/urethra. Met resistance unable to aspirate add'l fluid/ md visualized bulb with flexible cystoscope; still intact and inflated. After several attempts to deflate the balloon, md used williams needle through scrotal area to puncture balloon. Catheter removed.